Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty (pta) procedure, shaft detachment occurred. The target lesion was located in a shunt. When removing the balloon protector from the 4.00mm/1.5cm/140cm small peripheral cutting balloon, strong resistance was encountered and the shaft detached near the balloon. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty (pta) procedure, shaft detachment occurred. The target lesion was located in a shunt. When removing the balloon protector from the 4.00mm/1.5cm/140cm small peripheral cutting balloon, strong resistance was encountered and the shaft detached near the balloon. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned in two sections as a result of a break in the device. The balloon was returned within the balloon protector. The balloon had detached from the shaft. The inner lumen was stretched and detached at the proximal balloon area. The outer lumen was detached at the proximal bond. The balloon was removed from the balloon protector and visually examined. There were no issues with the tip, remaining balloon sections, or blades. All blades were present and fully bonded to the balloon. No kinks or damage were noted along the remaining shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. .